Event description:
It was reported that high voltage circuit damage was observed. Capacitor maintenance was aborted. Analysis of the ICD revealed an arc mark and high voltage circuit damage consistent with a damaged lead. The lead was thrown away and will not be returned.

Manufacturer narrative:
No medwatch form was received.